Manufacturer narrative:
(B)(4). B3: an exact event date is not known; however it was reported to occur approximately 4 weeks post implantation. The notification date was entered as a placeholder to satisfy report requirements. D10: unknown item #, unknown liner, unknown lot #. G2: report source germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 4 weeks post-implantation the ceramic head fractured. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. The following sections were updated: b4, b7, g3, g6, h2, h6, h11. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a2, b4, d10, g3, g6, h2, h11. D10: item # 0100013410 - durasulâ®, alpha insert, jj/32 - lot # 3191683. Item # 4246 - allofitâ® alloclassicâ®, shell with polar screw plug, uncemented, 54/jj - lot # 3196055. Item # 0100551109 - fitmoreâ®, hip stem, uncemented, a/9, taper 12/14 - lot # 3152758. Item # unknown - unknown pole screw - lot # unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: fracture of the ceramic head, replacement of poly-liner and ceramic head. One radiograph prior to the revision surgery and one radiograph post revision surgery were provided but not reviewed as they appear to be xeroxed or faxed images and are grainy in quality. Sufficient findings are dictated within the operative note provided. Based on the available information, the reported event can be confirmed a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. D10: item # 0100013410 - durasulâ®, alpha insert, jj/32 - lot # 191683. Item # 2461 - allofit alloclassic cup sz 54 - lot # 196055. Item # 0100551109 - fitmoreâ®, hip stem, uncemented, a/9, taper 12/14 - lot # 152758. Item # unknown - unknown pole screw - lot # unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that an initial left total hip arthroplasty was completed. Subsequently approximately 1 month post-implantation, the patient felt a cracking sensation and could no longer ambulate. Imaging revealed the ceramic head had fractured; no trauma was reported. On (B)(6) 2024 the patient was revised, the head and liner, which also was noted to have been damaged, were exchanged without complications. Due diligence has been completed and no further details have been provided at this time.